Manufacturer narrative:
As reported by (B)(6), approximately 2 ½ years after pta and deployment of two smart control stents in the sfa of an (B)(6) year-old male patient with unknown medical history, restenosis was found in both of the stents. The lesion was treated with poba and the patient recovered. During the initial procedure, the target lesion was the right limb. The lesion was not calcified. The rate of stenosis was 50-99%. A smart stent and a smart control stent were placed in the target lesion without any issue. Additional details regarding the lesion and vessel characteristics of the original lesion treated during study inclusion as well as procedural details and devices used during the procedure are not available. It is unknown if the patient returned with any symptoms and the degree of restenosis is unknown. The patient did not experience any other adverse events. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a known potential adverse event associated with endovascular stents and is often associated with the progression of peripheral artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00374 and 9616099-2015-00375.

Manufacturer narrative:
(B)(6). (B)(4). The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00374 and 9616099-2015-00375.

Event description:
As reported by the (B)(4) smart pms for sfa, approximately 2 1/2 years after pta and deployment of two smart control stents in the sfa, restenosis was found in both of the stents. The lesion was treated with poba and the patient recovered. During the initial procedure, the target lesion was the right limb. The lesion was not calcified. The rate of stenosis was 50-99%. A smart stent and a smart control stent were placed in the target lesion without any issue.